Event description:
I have sleep apnea. I was prescribed the airfit f40 cushion. It was a hard plastic mask. On or about 2025 the hard plastic mask was changed to a soft airfit f40 cushion m quiet. Over time I was noticing itching, burning feeling and redness on the side of my nostrils. More prominent on my right side. In the last several weeks the burning sensation has increased with a red patch. I did a process of limitation with products I use to wash my face. Along with skipping some nights with not applying the mask. I need the mask for my health so that was done with severe caution. I am now, without a doubt able to say this new soft cushion mask is causing pain and burn like red patches to the right side of nose and face area. Very uncomfortable/painful and not easily to get rid of. Causing some nights of not using my CPAP. This is very alarming. Sincerely, (B)(6), state of (B)(6) resident.